Event description:
It was reported that noise and intermittent high, out of range pacing lead impedance were observed. Multiple attempts to reproduce the noise and out of range measurements were unsuccessful. Patient was asymptomatic. Follow-up has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.